Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the system wont power on due to a no power condition. No patient involvement reported.